Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call that the insulin was leaking out of the needle. The customer's blood glucose reading was 210 mg/dl at the time of incident. The customer was advised to return the device for analysis.